Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was a call service (cs 064) alarm with an occlusion during prime operations observed in the black box. A rewind, load and prime steps were successfully performed. The pump was exercised for 24 hours with no call service alarms received. There were no defects found when the pump was opened.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.